Event description:
It was reported that the patient had issues with their balance and had "5 fractures" due to falling. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 748251, (B)(4), implanted: (B)(6) 2006, explanted: na. Extension: model 748251, (B)(4), implanted: (B)(6) 2006, explanted: na. Lead: model 3389-40, lot# v003293, implanted: (B)(6) 2006, explanted: na. Lead: model 3389-40, lot# v004591, implanted: (B)(6) 2006, explanted: na. Transmitter: model 7436, (B)(4).

Event description:
Additional information received reported that the health care provider (hcp) had not seen the patient since (B)(6) 2010. The patient had made and cancelled two appointments in (B)(6) 2012. The hcp did not know for sure if the falls were related to the device because they had not seen the patient in so long. The hcp thought that it was likely related to the advancement of parkinson's disease. No further information about the event was provided.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3389-40, lot# v003293, implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot# v004591, implanted: (B)(6) 2006, product type lead.